Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), an arc was observed from the pro padz. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll for evaluation and passed bench handling, impedance, and defibrillation cycling. The pads and multifunction cable were not returned. A review of the device log shows a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.